Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant the r-wave decreased and the pacing threshold increased. The physician attempted to reposition the lead, but during the procedure blood was noted in the lead insulation. The lead was replaced.